Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant there was resistance when implanting this left ventricular (lv) lead. It was noted that the movement of the guidewire was not good thus a new guidewire was used with similar results. The lead was taken out of the body and it was noted that the guidewire did not pass through. It was not possible to flush and resistance was met inside the lead. The procedure was completed with a new lead. No adverse patient effects were reported. The lead will not be returned due to infectious disease.